Event description:
(B)(6) study . It was reported that moderate regurgitation occurred. Procedure summary: the subject was enrolled into the (B)(6) study and the index procedure was performed on the same day (continued access cohort). Prior to index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated using balloon valvuloplasty(bav). No new conduction disturbance was noted post bav. The aortic valve was treated with subsequent deployment of a 27 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. One day post index procedure, the subject was discharged on aspirin, warfarin and other antiplatelet medications. In (B)(6) 2020, 1317 days post index procedure, transthoracic echocardiogram, performed during the 48 months follow up visit revealed moderate aortic regurgitation.